Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, there was no physical/mechanical evidence to confirm or support the defects stated in the complaint. A device history record review for lot #7075684 revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the complaint. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. UDI#: (B)(4).

Event description:
It was reported that after placing the 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter, the device was activated to withdraw the needle. The needle did not retract after several attempts and caused a needle stick injury as a result. There was report that medical interventions were provided, but no details as to what the interventions were.